Event description:
It was reported that the pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the charging issue by using a different wall adapter, and the pump began charging after this change. Technical support informed the customer about using non-recommended charging supplies only for troubleshooting, and a replacement wall adapter and charging cable were sent.